Event description:
The patient contacted animas on (B)(4) 2013 alleging the insulin-on-board (iob) feature of the pump shows that there is still insulin on board after the 3.5 hour time frame has elapsed. During troubleshooting, the time and date was set correctly and the iob was verified to be set at 3.5 hours, as desired. The iob showed there were still 0.04 units on board 4 hours, 33 minutes after the last bolus. The patient stated this has also occurred in the past. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged iob calculation issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump was returned for investigation with the insulin-on-board duration set for 3.5 hours. The pump was exercised for 48 hours without issue. The insulin-on-board function was tested and was found to be operating to within specifications for this model insulin pump. The insulin-on-board feature of this pump was determined to be operating as designed.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.